Manufacturer narrative:
Qn#(B)(4). Per information provided from customer the DHR for the alleged device was reviewed and found completely without any irregularities. This instrument was produced as part of a 50 pc. Lot in january of 2018. This instrument has not been returned for review or evaluation therefore we are unable to determine what might have caused the instrument to not close the clips and also unable to validate the alleged complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the applier is not closing the clips. Referred to calibration review by the company that provides us that the service in columbia and however it is presenting the failure.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier is not closing the clips. Referred to calibration review by the company that provides us that the service in (B)(6) and however it is presenting the failure.